Manufacturer narrative:
Unit failed displacement test with (75.7 units remaining on status screen) and motor error alarm noted during rewind test due to motor encoder out of phase. Motor position encoder error alarm confirm in alarm history file. Unable to complete functional test due to motor error alarm. Unit received with cracked case on display window corners, cracked lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.